Event description:
The ocd product support specialist reported that reproducible, falsely low vitros tropl es results were obtained on three samples from a single pt processed on a vitros 5600 integrated system during a correlation study, (B)(6) 2009. A competitive system produced the expected results based on the pt's diagnosis. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The vitros results were not reported. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
Investigation into this event found no evidence that the vitros 5600 did not operate as expected. The investigation determined that reproducible falsely lowered results were obtained on 3 samples from the same pt using the vitros tropl es reagent lot 0361. The definitive root cause could not be determined, however, an unk interferent in the sample, not associated with heterophilic antibodies, could not be ruled out. Ocd has requested that the samples be returned for testing. The investigation is on-going.